Event description:
Bumps under eyes. Sculptra injections. Dates of use: 2006. Diagnosis or reason for use: fill in hollowness under eyes. Dose or amount: two injections. Frequency: several mos. Apart.